Manufacturer narrative:
(B)(4). Unique identifier (UDI) #: n/a. Concomitant medical products: 0001822565 - 2018 - 03951. Customer has indicated that the product will not be returned to zimmer biomet for investigation due to unknown reason. Reported event was unable to be confirmed as part number / lot number of device involved in the incident is unknown. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. Kearns, s. M., culp, b. M., bohl, d. D., sporer, s. M., valle, c. J., & levine, b. R. (2018). Rotating hinge implants for complex primary and revision total knee arthroplasty. The journal of arthroplasty, 33(3), 766-770. Doi:10.1016/j.arth.2017.10.009. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that seven patients had radiographic evidence of patella-femoral malalignment. One patient presented with patella dislocation.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.